Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient was not making it to the bathroom on time. The patient was having accidents and the device was turning off on its own. The patient went to the doctor last month and saw his nurse. She ran the diagnostics and she said it had been shut off for weeks, and the patient said she didn't turn it off. The issues had been occurring since (B)(6) 2015. It was noted that the patient had been changing programs and frequency and it was ok for a day or two, and then it would be back to the same thing. The patient was going to leave it on program 1 and change it up and down as needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the implant turning off and the lack of symptom relief were undetermined. The patient had a visit with a manufacturing representative (rep) at the doctor's office. It worked better the first 4 days after new programs were introduced, but not now. 4 new programs were given but no change yet. The patient was going to wait to see if any new programs would work. The issues had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.